Event description:
User reports three patients with discrepant total bilirubin results. Same sample repeat results generated from another laboratory, methodology unknown. Patient 1, initial result 0.6 mg/dl, repeat 0.9 mg/dl. Patient 2, initial result 1.1 mg/dl, repeat 0.6 mg/dl. Patient 3, initial result 0.5 mg/dl, repeat 1.1 mg/dl. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests performed which were within specification.